Event description:
The patient was seen in clinic on (B)(6) 2015 and high impedance was confirmed >10,000 ohms. There is no known trauma to the neck and the patient is being referred for replacement. Surgery is likely but has not occurred to date.

Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that the patient was seen on (B)(6) 2015 and a high impedance warning message was seen upon interrogation but diagnostics were not run. The physician was informed of the risk of keeping the patient programmed on while high impedance is seen. The physician decreased the pulse width from 750 usec to 500 usec and changed the off time to 1.8 minutes and increased the magnet current to 1.0. The patient has not been seen again to have diagnostics run. No additional relevant information has been received to date. Surgery is likely but has not occurred to date.

Manufacturer narrative:
Clinic notes received on (B)(4) 2015 reporting increase in seizures were inadvertently left out of initial MDR.

Event description:
Based on the clinic notes received on (B)(6) 2015, it seems that the patient experienced an increase in seizures from (B)(6). She had 11 seizures in two months so the physician increased medications but also was concerned that the vns was not supplying the adequate therapy (because of the high impedance that was found). Surgery is likely but has not occurred to date.

Event description:
On (B)(6) 2016 an implant card was received that indicated that on (B)(6) 2016 the generator and lead were explanted due to lead discontinuity. The explanted suspect device has not been received to date.